Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer reported they were able to clear the alarm. Customer stated they did not received request to rewind the insulin pump. Customer stated insulin pump alarmed replace battery. Customer did not received low battery alert prior to the replace battery alert or replace battery now alarm. Customer was able to clear the alarm with new battery. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.